Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: please confirm the date of the suture breakage. The reported procedure date was (B)(6) 2019 and reoperation date was (B)(6) 2019. It was reported that physician¿s opinion / contributing factors to event was ¿¿6 weeks had passed after the surgery when the suture breakage occurred..." The correct information is as follows: the suture breakage occured 6 weeks after the surgery. Note: events reported via mw # 2210968-2019-90516.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Superior joint capsule reconstruction. On what tissue was the suture used? On the outer thigh fascia. Lot number? The lot number is unknown. If applicable, will product be returned, return date, tracking information? No sample will be returned. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon commented that it would be difficult to use stratafix on part where the suture is tensioned. 6 weeks had passed after the surgery when the suture breakage occurred, so suture breakage might have been unavoidable. The wound was more than 20 cm, while the suture length was 45 cm. There is a high possibility that the patient has allergies. What is the patient¿s current status? The patient has been already discharged from the hospital, and has been visiting hospital regularly for follow up observation. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure, what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms for allergic reaction following the index surgical procedure? How was the allergic reaction determined? How was the allergic reaction treated? What tissue dehisced? Was there any precipitating stress factor for the suture dehiscence? Where was the suture breakage (termination, middle, end)? Other relevant patient history/ concomitant medications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the date of the suture breakage. The reported procedure date was (B)(6) 2019 and reoperation date was (B)(6) 2019. It was reported that physician¿s opinion / contributing factors to event was ''6 weeks had passed after the surgery when the suture breakage occurred, so suture breakage might have been unavoidable.¿ note: event related to (B)(6) 2019 dehiscence and reoperation reported via mw # 2210968-2019-90516.

Event description:
It was reported that the patient underwent superior joint capsule reconstruction and surgery to transplant the knee tissue to the shoulder on (B)(6) 2019 and barbed suture was used on the outer side of the thigh. On (B)(6) 2019, during a postoperative examination, allergic reaction was confirmed, so antibiotic was administered. The surgeon opined that the postoperative symptom was not infection, but it was supposed to be allergic reaction for the suture. The surgeon opined there is a high possibility that the patient has allergies. Additional information was requested.